Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 9 mg/ml dilaudid (hydromorphone) at 1.89 mg/day. The reason for use was spinal pain. It was reported that a motor stall was seen at initial interrogation. Pump status and/or event log report motor stall occurred, and it was noted as active. The patient did not recently have an MRI. The patient was admitted to the hospital yesterday (B)(6) 2018 for withdrawal symptoms (high heart rate, nausea and vomiting). The change in symptoms was ¿gradual.¿ the patient heard an alarm from the pump 2 days ago (B)(6) 2018, and 12 hours later the patient went to the hospital for "thought" flu like symptoms. Their employee went out to interrogate the pump and there is an active stall confirming the patient was going through withdrawal. They have put the patient on a ¿pca , given fluids, and supplemental orals.¿ the caller was going to look for a report to put in the patient's chart. It was reviewed since they did not do a print report or update the pump no report is made. They reviewed the following emi (electromagnetic) considerations, confirming there are no emi/magnetic sources present. The hcp asked if the patient's pump could have reached eos (end of service) and it was reviewed that unless upon interrogated it would have stated it reached eos, it did not then it would not have reached eos. The hcp confirmed it did not say that and that it read a motor stall had occurred, then a "weird message." The caller could not confirm that the message was "stopped period may exceed tube set.¿ the patient heard one small beep before going to bed, then woke up and was "throwing up," stating the patient thought they were just sick. The patient is not hearing a continuous beep. They restated that the patient is now in withdrawal. They reviewed considerations around a hard stall, and a pump replacement was considered if choosing to continue with intrathecal therapy and sending the device back to the manufacturer for analysis, since there is no environmental cause to the stall. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2018. It was reported that the ¿weird message¿ consisted of an alarm being heard. Telemetry documented a motor stall. The pump was removed. The patient¿s weight was reported. There were no further complications reported/anticipated.